Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging confirms that the inner and outer sterile barrier have been breached. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to damage caused during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that when the inner box was pulled out, the stem was protruding out of the plastic. Outer box did not seem to be damaged. Another duplicate stem was used to finish the case. Attempts have been made and no further information has been provided.